Manufacturer narrative:
Insulin pump trace download analysis confirmed the pump alarmed power error 25 and power loss alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed power error 25 and power loss due to corroded electronic assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had failed battery alarm and power error detected alarm. The customer was able to clear the alarm and rewind the insulin pump. The notification light did not stop flashing immediately. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.